Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7098808.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure wherein the burr hole cover and the right dbs lead were explanted due to drainage from the right chest incision site. A culture was taken and the results confirmed the presence of a staphylococcus infection and the patient was given antibiotics. The explanted devices will not be returned as they were discarded by the medical facility. The patient was doing well postoperatively.